Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 2.75 inches from the pump. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Examination of the pump upon disassembly revealed a flat deposition on the body of the rotor. Areas of this deposition were hard and denatured indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. The examination also revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. The deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. While the origin of the deposition could not be determined, its areas of slight denaturation suggest that it was present while the pump was supporting the patient. Although the root cause for the development of the observed depositions could not conclusively be determined, they could have contributed to the reported increase in the patient¿s lactate dehydrogenase level and decrease in flow through the pump. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) for clinical and experimental medicine, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 2 years of support, the patient was admitted to the hospital on (B)(6) 2016 for dyspnea and increased lactate dehydrogenase (ldh) parameters. The patient was anticoagulated with a target inr of 2.5 to 3.0 due to a confirmed mthfr mutation prior to lvad implant. Echocardiograms showed a potential decrease in flow through the pump. On (B)(6) 2016, the patient experienced unspecified signs of a transient ischemic attack (tia). It was reported that due to the non-improving clinical presentation and unchanged lvad parameters despite increased anticoagulation therapy, and due to a low potential for a successful heart transplant, the pump was exchanged on (B)(6) 2017. It was reported that the patient¿s clinical condition and the lvad parameters improved after the pump exchange. The patient is reportedly stable and doing well preparing for discharge at home. No additional information was provided.